Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident electrode confirmed the insulation was damaged. Visual inspection found voids and scratches in the insulation. The damaged electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer reported that prior to the start of the procedure, it was noticed that the electrode insulation was damaged. The electrode was not used. There was no patient involvement. Covidien's initial evaluation of the incident device confirmed the insulation was damaged. The device failed hipot testing.